Event description:
The following has been reported: biomed reported: "one pump that is alarming with an error message, " pump not infusing properly". Sn# (B)(6). Patient harm: no. A preliminary review identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for pump not infusing properly. Upon return, the pump was run through the secondary channel at a rate of 1000 ml/hr for a total of 10 hours immediately followed by a rate of 14 ml/hr for an additional 6 hours through the primary channel and no problem arose. The device was opened to inspect for internal damage. There was excessive debris built up on fva pins. The lip seal channels and lip seals were cleaned with alcohol and will be removed and replaced during repair before device is sent to test line for full functional testing.